Manufacturer narrative:
Additional information was received and it was learnt that the lens was explanted from the right eye of a (B)(6) year-old female patient because of myopic surprise (-1.25). The patient was having trouble with distance activities, especially driving. During the explant the incision was enlarged to 3.0mm and suture was used. No patient injury post-op was reported. No further information was provided. Date of birth: (B)(6). Sex/gender: female. If implanted, give date: (B)(6) 2017. Device available for evaluation? Yes. Returned to manufacturer on: 09/08/2017. Device returned to manufacturer? Yes. Device evaluated by manufacturer? No. Reason for non-evaluation: device evaluation anticipated, but not yet begun. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported a post-operative myopic surprise on a patient who had a symfony intraocular lens (zxr00 + 24.0 diopters) implanted. Reportedly, the surgeon exchanged the lens on (B)(6)2017. Another lens, same model smaller diopter +22.5 was implanted as a replacement. There were no complications or vitrectomy. No further information was provided.

Manufacturer narrative:
Corrected data: additional information was received and it was learnt that the intraocular lens (iol) was returned at the manufacturing site on 09/07/2017 and not on 09/08/2017 as reported in the previous report. Therefore corrected returned to manufacturer on: 09/07/2017. Device evaluation: the intraocular lens was returned at the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that one haptic was missing and the lens was cut, most probably to make the explant possible. The customer reported complaint could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.